Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. The right atrial (ra) lead was exhibiting pacing impedance high out of range and noise signals were observed. The lead conductor was found to have fracture. X-rays were performed but fracture location couldn't be confirmed. The patient experienced symptoms of discomfort. The device setting was reprogrammed. The device remains in service. No additional patient effects were reported.